Event description:
It was reported that dr. Performed primary total hip in 2007. The cup only was revised in 2008. The patient was complaint of groin pain and had no infection. Metal testing was done and no indication of any metal sensitivities were reported. The cup was loose, however, it did not just fall out. There was no ongrowth and had the same fibrous, slimy layer was reported on the others.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.